Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable cord; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with broken cable cord was confirmed during product evaluation. The root cause of the reported problem was determined to be broken ac power cord. Appropriate action was taken to correct the reported problem by replacing the power cord.